Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an alarm motor error on their insulin pump. It was reported that the customer is not able to rewind the device. The customer's blood glucose level was reported to be 107mg/dl. It was reported that nothing is being returned or replaced at this time.